Event description:
It was reported that the customer was admitted because they had hyperglycemia. Customer had excessive no delivery alarms. Customer did a fixed filling and insulin was dripping at the tip of the catheter. Customer noticed that their blood glucose level increased. Customer changed out their infusion set yesterday at 10 am. Today, customer felt sick in the morning and had a blood glucose level of 550 mg/dl. Upon arriving at the hospital was 470 mg/dl. Customer reported that the cannula was normal. Customer only once observed that the cannula was folded and had blood. Customer uses their leg as an application site. Customer did an infusion test of 5.0 unit of insulin out of the body and the pump did not show any alarm. Pump was purchased in the netherlands. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.